Manufacturer narrative:
This is a downgrade report which no longer meets the criteria for expedited reporting. No further follow-up is planned. Evaluation summary: the father of a male patient reported that the patient's humapen luxura hd device was not releasing insulin when priming. The patient experienced increased blood glucose. Investigation of the returned device (batch 1508g05, manufactured august 2015) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned pediatric male patient of unknown age and origin. Medical history and concomitant medication not provided. The patient received insulin lispro (humalog) via cartridge through re-usable humapen luxura half dose (hd) device subcutaneously for treatment of diabetes mellitus beginning in 2017, for which dosage regimen was not reported. On an unknown date in (B)(6) 2020, while on insulin lispro treatment, patient blood glucose elevated to 400-500-600; when caregiver tried to press the application pen for waste (prime), it was realized that the application pen had not received insulin (product complaint (B)(4) / lot number 1508g05). Patient continued to use other burgundy application pen (application pens name was not provided). The event of blood glucose increased considered serious due to medically significant reason. Information regarding further corrective treatment and outcome of event was not provided. Insulin lispro treatment was continued. Follow-up would not be possible as reporter refused to accept the follow-up and treating physician contact details was not provided. The operator of the reusable humapen luxura half dose device was father of the patient and his training status was not provided. The general reusable humapen luxura half dose device model duration of use and suspect reusable humapen luxura half dose device duration of use was three years. The suspect humapen luxura half dose device associated with product complaint (B)(4) was returned to the manufacturer on 09mar2021. The reporting consumer did not provide the relatedness between event and insulin lispro treatment but related the event with humapen luxura half dose device. Update 26-feb-2021: initial information received on 25feb2021 and follow-up information received on 26-feb-2021 was processed together. Edit 03mar2021: upon review of information received on 25feb2021 and 26feb2021, processed product complaint, added suspect device age in device tab and narrative accordingly. Edit 03mar2021: updated medwatch and european and canadian (EU/ca) fields and added unique device identifier of (B)(4) associated with the humapen luxura half-dose device for expedited device reporting. No new information added. Update 15mar2021: additional information received on 15mar2021 from global product complaint database. Changed the lot number from unknown to 1508g05 for product complaint (B)(4) relating to the humapen luxura hd device. Corresponding fields and narrative updated accordingly. Update 16mar2021: information received on 09mar2021 from the initial reporter. Lot number 1508g05 was provided. No new medically significant information provided. Update 09apr2021: additional information received on 09apr2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the humapen luxura half dose device associated with product complaint 5491152. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned pediatric male patient of unknown age and origin. Medical history and concomitant medication not provided. The patient received insulin lispro (humalog) via cartridge through re-usable humapen luxura half dose subcutaneously for treatment of diabetes mellitus beginning in 2017, for which dosage regimen was not reported. On an unknown date in (B)(6) 2020, while on insulin lispro treatment, patient blood glucose elevated to 400-500-600; when caregiver tried to press the application pen for waste (prime), it was realized that the application pen had not received insulin (product complaint (B)(4); lot number unknown). Patient continued to use other burgundy application pen (application pens name was not provided). The event of blood glucose increased considered serious due to medically significant reason. Information regarding further corrective treatment and outcome of event was not provided. Insulin lispro treatment was continued. Follow-up would not be possible as reporter refused to accept the follow-up and treating physician contact details was not provided. The operator of the reusable humapen luxura half dose device was father of the patient and his training status was not provided. The general reusable humapen luxura half dose device model duration of use and suspect reusable humapen luxura half dose device duration of use was three years. The suspect device was discarded and device return status was not expected. The reporting consumer did not provide the relatedness between event and insulin lispro treatment but related the event with humapen luxura half dose device. Update 26-feb-2021: initial information received on 25feb2021 and follow-up information received on 26-feb-2021 was processed together. Edit 03mar2021: upon review of information received on 25feb2021 and 26feb2021, processed product complaint, added suspect device age in device tab and narrative accordingly. Edit 03mar2021: updated medwatch and european and (B)(6) (EU/(B)(6)) fields and added unique device identifier of (B)(4) associated with the humapen luxura half-dose device for expedited device reporting. No new information added.